Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had micro dislodgement. The dislodgement has caused the ra lead to exhibit undersensing and pacing not delivered when required. The physician performed atrial lead revision procedure and the ra lead was surgically repositioned. To date, the ra lead remains in service. No additional adverse patient effects were reported.